Manufacturer narrative:
Event date is an estimated date based on the aware date as the exact event date was not reported.

Event description:
It was reported that the balloon broke upon removal. A 10mmx3.50mm wolverine coronary cutting balloon and 6f guidezilla ii guide extension catheter were selected for use. During procedure, it was noted that the balloon broke when trying to remove from the inside of the guidezilla catheter. There were no patient complications reported.